Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultralink meter was having an issue with inserting the test strip into the test strip port. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient stated the alleged issue started at an unspecified time in ¿2013¿. The patient manages her diabetes with an insulin pump and stated she would ¿suspend her pump¿ in response to the alleged issue. The patient reported, at an unspecified time after the alleged issue occurred, she developed symptoms of ¿fast heart rate, sweating, cold sweat, and confusion¿. The patient stated she would self-treat herself with food and or drink in response to the symptoms. At the time of troubleshooting, the customer care advocate (cca) documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.